Event description:
It was reported that during a lar procedure, the device button would not activate. They used another like device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The final quality release criteria was met before this batch was released for distribution.